Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Issue was able to be duplicated. Power supply module is loose. It was noted the computer did not power at the initial application of power, power on required a button press. Time/date has reset to 2001 indicating the bios settings are lost. Cmos battery measures 13.24vdc (3vdc expected.) Raid settings are lost, drives e and f are mapped in explorer. Replaced cmos battery and corrected bios settings. Installed mvs computer in imaging system and the system readied. Communication and both 2d and 3d imaging are successful. Bad cmos battery. The hardware investigation found that reported event was related to a computer failure; c-mos battery voltage is low.

Manufacturer narrative:
The atp console was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The fuses were returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer of the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive began clicking during simulated use testing when installed in a known operational imaging system. The x-ray tube and ht controller have been received by the manufacturer for evaluation. However results are not available at this time.

Manufacturer narrative:
Additional information: a medtronic representative reported that the computer was replaced and software logs were unavailable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). No parts have been replaced or returned to the manufacturer for evaluation. A medtronic representative has not traveled to the site, thus no findings possible at this time.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was unable to boot up successfully. It was reported, however, that the mvs did boot up successfully when the application was started manually. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the suspect pcb controller was returned to the manufacturer and evaluation was completed. The issue could not be confirmed. All tests performed passed as expected.

Manufacturer narrative:
The x-ray tube was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.